Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac death and subsequently expired on the same day as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment.